Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer could not save to a portable document format (pdf) and it was further noted that while attempting to save "getlogs" and "getpatient" information to a pdf the device had a "date error reading drive d" message and therefore the hard drive was replaced. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer could not save to portable document format (pdf). The programmer was returned for repair and test. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.